Event description:
It was reported that a customer experienced a malfunction on their insulin pump, identified by the malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.